Event description:
While unit was in for service, it was discovered that manipulation of the external ECG cable connector caused a noisy and intermittent ECG trace.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned for evaluation. The customer sent the device to welch allyn for repair of a problem that was determined to be symptomatic of the issue documented in the recall. The device received the recall repair. During recall repair, factory service made a secondary finding that noise could be introduced into the ECG trace by wiggling the external ECG cable connector from side-to-side and that by doing so, the ECG trace could intermittently be caused to disappear completely. This connector is user-removable and its purpose is to provide a convenient right-angle ECG cable connection to the device. The effect of this malfunction is that in the field, the ECG cable could be taut in such a way as to make the ECG trace disappear during shock decision analysis, thus making the essential therapeutic function of defibrillation susceptible to compromise. The problem was isolated to corrosion on one of the external ECG cable connector contacts. The connector was replaced. The repaired device passed acceptance testing and was returned to the customer.